Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency and this event is a known inherent risk of the procedure. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. Not returned to manufacturer.

Manufacturer narrative:
.

Event description:
It was reported that a closure top loosened postoperatively.